Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a mobile meter, compared to a professional meter, within 10 minutes: 6.7 mmol/l (mobile) and 1.7 mmol/l (emt's meter). The patient had previously received three back to back results of hi (33.3 mmol/l or greater) on the mobile meter and injected 10 units of fast acting insulin at 5pm. The patient experienced hypoglycemic symptoms at 5:50 pm and her blood glucose measured 3.7 mmol/l and she ate. At 6:30 pm her blood glucose measured 8.3 mmol/l. At 9:30 pm the patient again experienced hypoglycemic symptoms. Emts took the patient to the hospital due to low blood glucose at 9:45 pm. Return of suspect device was requested and replacement was sent.